Event description:
The customer reported that a foreign body was found in the channel of the evis exera iii colonovideoscope using a fiberoptic camera. The issue was found during cleaning and disinfection. The customer fully disinfected and cleaned the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the issue was unable to be replicated. Evaluation did find the body control unit had an illegible customer sticker, there was a leak at the bending section cover adhesive, light guide lens and air/water channel at the distal end, the image had a halo due to peeling of the cement on the objective lens, switch #1 was cut, switch #3 was scratched, the control knob had play, the distal end plastic cover was dented/scratched, the objective lens had tiny chips at the edge, the light guide lens was cracked and had a small scratch at the edge, the bending section cover adhesive was cracked, the insertion tube had surface scratches, the light guide tube had buckles, and the scope connector had a deep dent at the plug unit. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): detection way is included in operation manual chapter 3 preparation and inspection. Preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.